Event description:
The device was programmed to deliver an unspecified volume of d5ns at an unspecified rate. After an unspecified length of time, the nurse was reportedly called back to the pt's room by the pt's family member. The nurse reported that the pump screen displayed "vtbi completed"; however, no audible alarm switch to the low setting position and the device sounded an audible alarm tone. When the switch was moved back to the high setting position, no audible tone was sounded. The device was removed from clinical service and therapy was resumed using a replacement pump. There were no reported adverse pt effects and no medical interventions were required. Though requested, no additional info was provided.